Manufacturer narrative:
(D4) lot number: 77791026, (h3) based on capa2017-12 and capa2019-48, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. (H7) recall, (h9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a procedure on this (B)(6) y/o female patient, the pilot tip of the reamer broke off inside the patient. The doctor was unable to get it out, so the tip was left inside the patient. X-ray was brought into the room to confirm that the tip is still in the patient. There was a short delay of 5-15 minutes with no additional adverse events. Patient was last known to be in stable condition following the event. Device to return.